Manufacturer narrative:
Concomitant medical product: product ID: 37743, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was having a problem with his device; the controller was messing up. There were no reports of medical or therapy issues and no patient symptoms reported. On (B)(6) 2019, it was reported that in (B)(6) 2018 they noticed an increase in pain in their shoulder and around the unit. The controller showed end of service (eos), a doctor in a mask, and there was no ability to turn the unit up or on/off. There was no stimulation occurring, but there was significant pain at and around the unit, shoulder, jaw, and neck. This issue was not resolved; they were waiting to get into a doctor. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 37743, serial# (b)4), product type: programmer, patient.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the eos message was due to the battery ending. The patient was waiting for the doctor to contact them for a replacement.